Event description:
The customer reported getting a defib failure - cycle power error 20.

Manufacturer narrative:
The customer reported that the issue had been resolved by replacing the battery. Based on the customers' report, we are considering this a malfunction of the battery.